Event description:
Reportedly, the specimen ring fell off the instrument handle during the surgery. However, it was recovered from the pt cavity and another instrument was used to complete the case. Procedure: lap chole. Pt status: no pt injury reported.